Event description:
It was reported by the aci sales professional that a (B)(6) female pt underwent an intervention al peripheral procedure on (B)(6) 2012. Access was obtained at the femoral head, via a 5f sheath (model unk). A pre-procedure femoral angiogram showed no pcd/calcium in the vicinity of the access site, and the vessel approximately 6 mm in size. Following the procedure, the physician, selected the mynxgrip vascular closure device 5f to close the access site. It was reported that the balloon came out of the arteriotomy while the physician was pulling back the sheath. The physician "did not feel there was too much tension". The balloon was inflated when the balloon came out through the arteriotomy. The physician removed the device and converted the pt to 40 minutes of manual compression. The pt was reported as fine. It was also reported that upon inspection of the device, the black shuttle tube was cracked.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr (lot f1212803) indicated that the device lot met all established performance criteria prior to shipment.